Manufacturer narrative:
Patient underwent a primary tkr in (B)(6) 2014 where a pfc size 6x10 ps insert was used as the bearing. The patient has presented recently with pain and swelling around the knee. Infection of the knee is suspected. The surgeon has performed a washout on (B)(6) 2016, and at the time has elected to exchange the bearing with a like bearing. No additional information is available. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient has presented recently with pain and swelling around the knee. Infection of the knee is suspected.